Manufacturer narrative:
No additional information in available.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to 2-3 drops of control material oozing from the cap of the 5c abn ii tube. The customer reported no injury or exposure/contact to eye, skin, open wounds, or mucus membrane occurred. The customer was wearing proper personal protective equipment (ppe) at the time of the event. Medical treatment was not sought.